Manufacturer narrative:
Based on the results of the investigation, it is likely, that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the coupler stopper was loosened, which led to it rattling. There were no reports of patient involvement.